Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As the lot # 17231129m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4); product: smartablate¿ system rf generator, us catalog # m490007, serial # unknown; product: smartablate¿ system irrigation pump, us catalog # m490008, serial # unknown; product: webster® cs catheter with ez steer¿ technology and auto ID, us catalog # bd710df282ct, lot # 17253134m; product: acuson acunav diagnostic catheter, us catalog # 8255790, lot # an034011; concomitant non bwi products: product: bovie pencil, us catalog # unknown, lot # unknown; product st. Jude medical quad, us catalog # unknown, lot # unknown; product: sl1 sheath, us catalog # unknown, lot # unknown. A communication has been sent to the manufacturer, (B)(4), for the suspected device (stj quad) according to physician's opinnion regarding the cause of this adverse event. (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent a wolff-parkinson-white procedure with a thermocool smart touch' electrophysiology catheter and suffered a pericardial effusion. The patient's medical history is unknown. It was noticed that the patient's heart rate increased. A pericardial effusion was confirmed in the rv apex by intracardiac echocardiography while performing ablation. A non bwi product (stj quad) was in the rv. The patient did not required medical intervention however, it was kept overnight for observation. The patient was reported to be in stable condition at the time bwi followed-up with the physician and the outcome was a full recovery. The physician's opinion regarding the cause of this adverse event was possibly due to a non bwi product (sjm quad) that was in the rv. Settings during the event include: power mode at 40 watts, temperature cut off at 40 degrees, power cut off of 50 watts, flow rate set at 30 ml/min. The patient received anticoagulation and maintained during procedure in a range of 300 - 350 s. A transseptal puncture was performed with a non bwi product (bovie pencil). The sheath used was a non bwi product (sl1). Since the physician considers the suspected device to be a non-bwi product, as the site of injury was not at ablation site, this event is being reported conservatively because the patient suffered a pericardial effusion and required hospitalization.